Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that their implantable neurostimulator (ins) worked for the first couple of years, maybe 1.5 years, and then stopped working. The patient stated that they haven¿t used their ins in eight years. They mentioned that they never contacted their healthcare provider (hcp) or spoke to anyone about the issue and just let it go. It was noted that the patient was in need of a MRI due to back issues, but was having trouble getting one because of their implanted device. The patient wanted to know what steps they needed to take to get their ins explanted so they could have mris. It was noted that the reason for the MRI and the patient¿s back issues were not related to the device or therapy. The patient was redirected to their hcp to discuss explant options. No related symptoms were reported and there were no complications. Indication for use is failed back surgery syndrome.